Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial and ventricular leads exhibited noise and inappropriate auto-mode switch episodes. The programming changes were discussed but not performed yet. No patient symptoms were reported.

Event description:
New information on (B)(6) 2018 stated that the noise was still seen on the right atrial lead and right ventricular lead, but no common pathway. It was suspected that there might be electromagnetic interference. The patient would continue to be monitored remotely and in clinic.